Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked at fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 3, 2019 - september 4, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which did not show evidence of a leak at the fill port. Due to the nature of the sample (photograph), no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.